Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 1 year, 9 months support on the lvad, the pt presented with gastrointestinal (gi) bleeding. The pt was medically managed at the hospital and has since been discharged home.

Manufacturer narrative:
The pt remains ongoing on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.